Event description:
A customer reported that during a vitrectomy procedure, air bubbles entered the pt's eye through the air line of tubing set.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. A sample has been rec'd, but has not yet been evaluated. (B)(4).